Event description:
In 2004 at 5:38am, the rn assigned to pt mr#362248 checked the cardiac monitor. The monitor strip appeared to be "aystole" (no viable output). She immediately checked this pt and found the pt in a state of arrest. Attempts to resuscitate the pt were unsuccessful. The pt was being monitored on the ge telemetry system which is designed to send an alarm to the beeper of every nurse on the telemetry floor (four nurses on this night) whenever there is a critical event. This was a critical event. There was no beeper alarm. This system also has a memory. Review of the events history confirmed the absence of this critical alarm.